Event description:
It was reported that, "trial inset was impacted with the impactor & mallet & cracked."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should the device become available, the evaluation summary will be submitted in a supplemental report.